Manufacturer narrative:
A ge service representative performed an onsite investigation. The 16-cm psu imager needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not display images during fluoroscopic x-ray emissions. No patient injury was reported.